Manufacturer narrative:
The insulin pump was received with no unexpected excessive no delivery alarm, no motor error alarm and passed the motor test. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received multiple no delivery alarms, followed by a motor error alarm, from the insulin pump. There was no significant event reported as occurring before the motor error alarm. The insulin pump is being replaced. The customer's reported blood glucose value was 24 mmol/l, and it was reported that the blood glucose remained high after manual injections. No further information was provided.